Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and the root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign material and the facility device reprocessing was conformed to be implemented in accordance with the IFU. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.3 inspection of the endoscopic system¿. ¿inspection of the endoscope¿: ¿9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities¿. ¿inspection of the objective lens cleaning function¿: ¿1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image¿. ¿2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image¿. Reprocessing survey info: the device was cleaned, disinfected, and sterilized before being sent to olympus. No delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used for reprocessing. The air/water nozzle was flushed with detergent solution. Wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges - yes. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to damage, swirch four (4) was not working. There were few additional findings. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to wear of angle wire, bending angle in the upward direction does not meet the standard value. Scratches were found throughout the device. Forceps channel port was shaved. Electrical connector had discoloration due to water leakage. Due to clogging of nozzle, water removal ability does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the switch four (4) of the gastrointestinal videoscope was not working. The issue happened occasionally and was found during inspection. The device was returned and an evaluation revealed presence of foreign material in the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.